Event description:
The event is reported as: alleged issue: the physician reported that the device broke through the hinge while he was attaching a pin to the dog's femur. No pt injury or medical intervention was reported. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.